Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. The caller withheld her warfarin until the lab value was known. No adverse event reported. Requested return of suspect system.